Event description:
The customer reported to olympus that evis lucera elite colonovideoscope, control wire snapped. The issue occurred during maintenance. The procedure was diagnostic. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the contamination was identified in the auxiliary channel during the repair process. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: light cover glasses adhesive was worn; optical cover glass adhesive was worn; bending section cover or distal sheath rubber adhesive was lifting upwards angle not to specification; down angle was inoperative; upwards/downwards angle play was inoperative; and automated air leak test showed leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the device. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.